Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the sheath was disposed of. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experience st elevation and hypotension. For the transseptal puncture the physician inserted the non-boston scientific needle into the faradrive's dilator. Two transeptal punctures were performed in this manner. The transeptal devices were then removed, and a non-boston scientific mapping catheter was introduced into the sheath. Soon after the patient's blood pressure dropped, and st elevation was observed. The patient's condition was treated, and the ablation procedure was completed without further complications. The patient was stable when they left the procedure room. The sheath is not expected to be returned as it was disposed of by the site.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experience st elevation and hypotension. For the transseptal puncture the physician inserted the non-boston scientific needle into the faradrive's dilator. Two transeptal punctures were performed in this manner. The transeptal devices were then removed, and a non-boston scientific mapping catheter was introduced into the sheath. Soon after the patient's blood pressure dropped, and st elevation was observed. The patient's condition was treated, and the ablation procedure was completed without further complications. The patient was stable when they left the procedure room. The sheath is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the sheath was disposed of. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) d2b pro code.